Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in the left (os) eye. The patient complained of halo/glare/shadows and that after enhancement, vision feels worse. There was a loss of best corrective visual acuity (bcva) reported. A flap lift and rinse were performed to resolve symptoms. It was reported the event is not lasting and disabling and are not significantly interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 1.50 x -.50 x 108, left eye pre-op 20/20 1.25 x -.75 x 70. Bcva from (B)(6) 2019: right eye post-op 20/30 .00 x -.75 x 130, left eye post-op 20/20 -.75 x -.25 x 42.